Event description:
The plaintiff alleges that while working as a nurse, plaintiff wore latex gloves provided by the plaintiff's employers. Plaintiff alleges that in 1998 plaintiff had a severe systemic reaction while at work, and was advised to avoid latex. Plaintiff also alleges that in 2001 the plaintiff's allergy to latex was confirmed by skin prick test. Plaintiff further alleges that because plaintiff is sensitized to latex, plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Furthermore plaintiff alleges that as a result of the plaintiff's continued and repeated exposure to latex gloves plaintiff has suffered a severe and irreversible latex allergy. Plaintiff alleges that plaintiff is unable to enter a medical or hospital environment where latex proteins permeate the air; entering such an evironment puts the plaintiff at serious risk for an anaphylactic reaction. Plaintiff also alleges that plaintiff must live life in constant vigilance for the presence of latex products, avoiding everyday common products and that plaintiff must avoid everyday common places. Plaintiff further alleges that plaintiff is now severely sensitized to latex and other chemicals, is severely restricted in life as to where plaintiff can go, and what plaintiff can do with life, with career, and with family. Furthermore, plaintiff alleges that plaintiff finds it difficult to seek medical and dental care, and entering a hospital, for any purpose, is a health hazard to plaintiff. Plaintiff alleges that plaintiff has suffered and will continue to suffer in the future severe emotional distress, and an inability to engage in plaintiff's normal activities. Plaintiff also alleges that plaintiff has suffered physical injuries, including but not limited to shortness of breath, asthma, swelling, itching, rashes, hives, systemic reactions and other physical injuries, as well as great despair, and loss of enjoyment of life, all of which are of a permanent, continuing and life-threatening nature. Plaintiff further alleges that plaintiff has suffered great loss and depreciation of plaintiff's earnings and earning capacity and will continue to suffer same for an indefinite time in the future. Finally, the plaintiff's spouse alleges that spouse has been deprived of the love, services, advice, companionship, society and consortium of spouse, and will continue to be deprived of the same to the spouse's great detriment for an indefinite period of time in the future.